Event description:
On (B)(6) 2012, this pt underwent treatment of a 9 cm abdominal aortic aneurysm with a gore excluder aaa endoprosthesis featuring c3 delivery system. It was reported that after the device was advanced into place, the physician could not cannulate the contralateral gate due to angulation in the proximal neck and tortuosity in the iliac arteries. Multiple attempts were made to cannulate the gate. It was reported the physician also deployed the device in an attempt to pull the device into place using a snare technique; however, this was unsuccessful. The physician elected to convert the pt to open repair and remove the c3 device. The aneurysm was repaired surgically, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.